Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences could not be attributable to a clear root cause. As a proactive troubleshooting measure, customer care intended to recommend the user to perform a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment; however, the user remained unresponsive to multiple contact attempts and this guidance could not be communicated. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.